Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed that the patient experienced symptoms of hot flashes, anxiety, and shortness of breath. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patients right ventricular (rv) lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.